Event description:
On (B)(6) - the dealer stated that patient was driving the chair up a ramp and onto this van when the right axle broke and the wheel came off. As a result, the chair leaned to one side, and the user was stranded for approximately 3 hours until the dealer came on an emergency service. However, other than being stranded, no physical injury was reported.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model tdx4-ps, serial number/date (B)(4) is approximately seven year old. The owner's manual part number 1114809 rev. K (apr-07), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.